Event description:
It was reported that the device exhibited high, out of range pacing lead impedance and intermittent capture during an in-clinic visit. The patient was asymptomatic. The physician reprogrammed the device.